Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the first stapler was fired on the antrum of the stomach of the patient in a laparoscopic sleeve gas trectomy, they were able to press the green button, but could not squeeze the handle and the stapler was unable to fire. They also note that they were able to load and cycle the handle and reload on the first stapler. They used another reload but it resulted to the same outcome. They used a second stapler, and tried the same reloads, but it gave the same results. They used a third stapler and a new reload, and they were able to resolve the issue. There was no patient injury.